Event description:
During an in clinic follow-up, the device was unable to be interrogated. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.